Manufacturer narrative:
H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation replacement procedure, the patient experienced an elevated iop. Reportedly, 'patient receiving ongoing follow up'. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.